Manufacturer narrative:
Corrected to product problem. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient went to her doctor and had her device turned off a week ago but the patient also mentioned that the device has not been working for a year since it was replaced. The caller did not know what was meant by the device not working. Technical services reviewed the stimulation should be visually confirmed to be off before proceeding with the MRI. The caller will follow up with the patient and managing healthcare professional to determine this. No further patient complications are anticipated or expected as a result of this event.